Manufacturer narrative:
Device was used for treatment, not diagnosis. Harrington p., et al (1996). Unreamed nailing of tibial fractures - a prospective study of the routine use of the unreamed tibial nail. Ijms, volume 165, no. 4, pp. 282-285. Republic of ireland. This report is for unknown utn, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: harrington p., et al (1996). Unreamed nailing of tibial fractures - a prospective study of the routine use of the unreamed tibial nail. Ijms, volume 165, no. 4, pp. 282-285. The purpose of the study was to evaluate the use and efficacy of the unreamed tibial nail (utn) in patients with varying types of tibial fractures. The study consisted of 44 patients (9 female and 35 male) and was conducted over a 24 month period, dates unknown. Complications reported included device breakage, malunion, revision surgery due to valgus malalignment, removal of a device, insertion point pain, compartment syndrome with foot drop requiring fasciotomy, incomplete traction palsy of the peroneal nerve, and one patient death. This is report 1 of 4 for (B)(4). This is related to malunion, revision surgery due to valgus malalignment, removal of a device, insertion point pain, compartment syndrome with foot drop requiring fasciotomy, incomplete traction palsy of the peroneal nerve. This report is for unknown utn and locking screws.